Event description:
The customer reported a hole in the bending part of the scope at the distal tip. There was no patient involvement reported. The device was returned for evaluation and the forceps cover glue was noted to be peeling which is considered to be a reportable malfunction.

Manufacturer narrative:
The event date is (B)(6) 2021 when the peeling forceps cover was noted. The reporter¿s occupation and health profession are unknown at this time. Further inspection of the returned device confirmed the customer¿s complaint of a ¿ hole in the bending part. ¿ a leak was noted at the a hole on the scope¿s bending section. The bending section glue was found cracked. The water flow inlet and scope connector were found loose. Play was noted on the scope¿s control knob. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to an external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.